Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead; model #: sc-4316, lot #: 17528388, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had an infection following implant procedure. The patient was treated with medication. The physician did not know how the infection happened but suspected that it could have been an instrument or some bacteria that entered the incision during the surgery.

Manufacturer narrative:
Additional information was received that the infection was throughout the patient¿s body. The physician could not confirm where exactly the infection was coming from. The patient had no more infection. The patient was reportedly doing well. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection following implant procedure. The patient was treated with medication. The physician did not know how the infection happened but suspected that it could have been an instrument or some bacteria that entered the incision during the surgery.